Event description:
It was reported that a polaris loop ureteral stent was used in a lithotripsy procedure. During the procedure and inside the patient, it was noticed that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name - (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a polaris loop ureteral stent was used in a lithotripsy procedure. During the procedure and inside the patient, it was noticed that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported. Additional information received on september 04, 2025, clarified that by fractured, they meant the stent loops were broken. Picture provided by the customer showed that the loops were broken.

Manufacturer narrative:
Block e1: (B)(6) medical university. Block a1 and block h6 have been updated based on the additional information received on september 04, 2025. Additional information was received from the complainant on september 04, 2025, clarified that the stringlike loops were broken. A photo was received showing that the loops were broken and not the shaft. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.